Manufacturer narrative:
The field service engineer (fse) observed fluid leaked in the area of the sweep flow tank due to ruptured tubing at line vl11c (pathway for diluent). The fse replaced the tubing at line vl11c and resolved the fluid leak issue and replaced all tubing associated with the sweep flow tank as preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately five milliliters of clear fluid leaked on the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Results were not generated. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.